Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. The analysis was performed and the results are included below. The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed stylet insertion test and all electrical testing. Visual inspection revealed no abnormalities. Laboratory analysis was unable to confirm the reported allegation of lead fracture and pacing impedance high, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted as it exhibited high impedance out-of-range measurements of 3000 ohms during a pacemaker implant procedure. This lead was reviewed in the pacing system analyzer and showed no sign of improvement. Therefore, a new lead was used as replacement and the procedure was completed. It was mentioned that a lead conductor fracture was involved with this high impedance issue. This lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted as it exhibited high impedance out-of-range measurements of 3000 ohms during a pacemaker implant procedure. This lead was reviewed in the pacing system analyzer and showed no sign of improvement. Therefore, a new lead was used as replacement and the procedure was completed. It was mentioned that a lead conductor fracture was involved with this high impedance issue. This lead was returned for analysis. No adverse patient effects were reported.